Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Post operatively, a limb of the excluder device occluded. Two months later, a thrombectomy was performed and an add'l contralateral leg component was implanted. The pt is reported to have tolerated both procedures. At this time, it is not known which limb of the endograft was occluded.